Event description:
It was reported that the patient presented into the clinic on (B)(6) 2014 with a swollen lumbar incision site and increased spasticity. It was noted there was surgical intervention done, the site was aspirated and the neurosurgeon performed a blood patch. The patient¿s spasticity improved but still had fluid collection at spinal site and abdominal site. It was stated the patient had surgery to stitch over the catheter incision site. It was noted that intra-operatively when the spinal incision was made, ¿straw colored fluid¿ released that had collected beneath the spinal incision and approximately 25cc straw colored fluid was aspirated from the abdominal pump pocket site with a needle and syringe. The pump system was delivering gablofen. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported on (B)(6) 2014 intra-operatively the neurosurgeon had stated ¿significant pseudomeningocele¿ at the spinal entry site for the catheter causing a cerebral spinal fluid (csf) leak that tracked along the catheter to the pump pocket which was causing swelling at both the spinal and the pump pocket site. No diagnostics were performed on the fluid. No additional interventions or diagnostics were performed. During the most recent clinic visit on (B)(6) 2014 the infusion rate was increased from 240mcg/day to 600mcg/day and the patient was responding to the intrathecal therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).